Event description:
Subsidence at 4 week follow up. Noted no replacement needed.

Manufacturer narrative:
The investigation revealed that the complaint was unable to be confirmed with the information provided and the root cause is unable to be determined. The device is not available for evaluation, and there are no photographs of the device or x-ray images available for review. As a result, no further investigation could be completed. Complaint trend monitoring of the product will continue, and additional action will be taken in the event that an adverse trend is identified. No additional action is planned at this time.